Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was likely the result of the patient¿s pain, which may have been due to prosthesis wear of the tibial insert related to third body wear and/or malalignment of the tibial components relative to the femoral component. This cannot be confirmed because no x-rays were provided, and the revised insert was not returned to exactech for evaluation. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Event description:
As reported, this female patient had a revision of recalled poly insert due to there was accelerated delaminating of poly. The patient presented with an effused and painful knee. Poly revision requested by surgeon. There were parts/pieces that fell on the patient wound site. Surgeon removed all the parts/pieces from the patient. Patient was revised to a new insert. There was no surgical delay/prolongation. The device is not available for evaluation due to the patient wanted to keep it.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections a2, d10, g3, g6, and h2 have been updated accordingly. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of the patient¿s pain, which may have been due to prosthesis wear of the tibial insert related to third body wear and/or malalignment of the tibial components relative to the femoral component. This cannot be confirmed because no x-rays were provided and the revised insert was not returned to exactech for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.